Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump.

Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support (cts) it as discovered insulin was being added/removed outside the load sequence. Cts educated customer on cartridge/insulin labeling. The customer successfully changed pump supplies and resumed insulin delivery after the systems check. There was no adverse impact to the customer¿s blood glucose level.